Event description:
Customer reportedly obtained results of 239 mg/dl and 107 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.